Event description:
N/a.

Manufacturer narrative:
(B)(4). Regarding the reported information and the results of the documentary investigation, no anomaly was observed on the design, manufacturing or inspection results. No trend was found during the review of the quality records. Usually, bone fusion occurred between 6 to 8 weeks after initial surgery. The incorrect bone fusion is confirmed by the surgeon in the reported information and as the breakage of the screws happened 5 months after initial surgery, we can consider that devices failed due to the lack of fusion. As no product is available for analysis, no other investigation can be performed for the moment.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 5 reports. Other mfg report numbers: 9615741-2020-00007, 9615741-2020-00009, 9615741-2020-00010, 9615741-2020-00011. It was reported the patient went to his doctor complaining of pain and x-rays confirmed broken hallulock screws after 7 months in situ. It is unknown which of the screws broke; the plate and the screws were explanted.